Manufacturer narrative:
Complainant name: the first affiliated hospital of (B)(6) university of (B)(6). (B)(4). Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Inspection of the device revealed that there were numerous kinks throughout the shaft. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿connect saline supply¿ error was displayed on the console. The shaft was cut to examine the hypotube underneath the shaft and the hypotube was found broken/fractured at one of the severe kinks 28.5cm distal of the strain relief. The fracture surface were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 12 mar 2018. It was reported there was a saline leak and an error message displayed. An angiojet® solent¿ omni catheter was selected for a deep vein thrombectomy procedure in the left lower extremity vein. The device ran in thrombectomy mode for 12 seconds then saline error messages displayed. Then the physician tried to run the device for several times, however, the issue persisted and the catheter still did not work. There were a lot of saline under the pump. There were no any visible defects on the catheter and console. The procedure was completed with another of the same device. The patient was stable without any complications. However, device analysis revealed a broken hypotube.